Manufacturer narrative:
Product analysis: the error was confirmed. The ventricular connector was found to be broken. Display wire was found to be pinched, with insulation intact. The lower case and hanger assembly were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error, upon startup. The epg was returned for service. There was no patient involvement. The epg tested out-of-specification during analysis.